Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00310. It was reported that the patient underwent a surgical intervention on (B)(6) 2020, wherein the physician could not access the epidural space and was unable to implant the leads. Therefore, the case was aborted, and the leads were discarded. Patient was stable post procedure.